Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. It was noted that the discomfort was only experienced by the patient at certain times. It was unknown what caused the vaginal discomfort. The explanted devices were not returned to bsn as it was kept by the patient.

Event description:
A report was received that the patient was experiencing uncomfortable pelvic pain which the patient believed is spinal cord stimulator related. The patient will undergo an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing uncomfortable pelvic pain which the patient believed is spinal cord stimulator related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing uncomfortable pelvic pain which the patient believed is spinal cord stimulator related. The patient will undergo an explant procedure.